Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reportedly was unable to maintain the connection to the internal device. Explant and reimplantation is planned but has not occurred as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. The patient was also implanted with another device on the contralateral side during the same surgery. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.